Event description:
Caller reported a sensor result of 120 mg/dl, professional system result of 74 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).